Manufacturer narrative:
4997177 02-010-01-0325 - logic femoral ps cem right sz 2.5 . 5008934 02-012-41-2525 - logic tibia traptray cem sz 2.5f/2.5t. 5037890 200-02-35 - three peg patella 35mm. These devices are used for treatment not diagnosis. Investigation pending. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2018, and then experienced revision surgical procedure on (B)(6) 2022 approximately 4 years and 6 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.